Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a remote manager issue. The technical support specialist followed the instructions in the kas, no transactions were recorded, the station was data syned, the inventory was provided to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a synchronization issue. The customer stated that the station resyncs due to disaster recovery causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.